Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issues (not enough pressure build-up and whistling sound) were not confirmed or duplicated. The pressure sensors and flow rate were recalibrated. Past experience has found that the noises occur in the pressure regulator. At certain pressure and flow rates, these build up and thus cause these noises. The pressure regulator was recommended to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was whistling and there was not enough pressure build-up. The reported issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. This report is being submitted for the allegation there was not enough pressure build-up. Additional details have been requested regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. It was recommended to replace the pressure control device for recalibration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.